Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 10/19/2022 and h11 is updated as: the manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There were 0 error codes found. The manufacturer service center concludes that there was no visible foam degradation and unit passed final test. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.